Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/31/2017 that the receiver showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. No product or data was provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. Performed voltage test and failed. Performed pairing test: passed. Performed share log review and no data was found. Performed transmitter functional test and passed. Performed bin file review and results contains no issues related to the customer complaint. The problem is not confirmed because the transmitter has no issues related to the customer complaint. The reported event of transmitter failed error was not confirmed. .